Manufacturer narrative:
(B)(4). Device evaluation received (B)(4) 2015. Conclusion: gearbox - xu20140100032: leaks - input seal discovered during bench test. Motor - ha20140300204: grease from the leaking gearbox has migrated throughout the entire motor causing a motor fault. Due to the end user being stranded in the street, sending to cage under returns discretion.

Event description:
The dealer states getting a 5 flash indicating a right brake fault sitting in chair. The dealer states that the patient alleges that she was stranded in the middle of the street when the chair quit.

Event description:
The dealer states getting a 5 flash indicating a right brake fault sitting in chair. The dealer states that the patient alleges that she was stranded in the middle of the street when the chair quit.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.